Manufacturer narrative:
Root cause: the actual sample has not been returned for evaluation. Therefore, smart caregiver was unable to determine the true root cause. Smart caregiver has determined that excessive moisture can damage the pad. Corrective action: a corrective action has not been taken due to the root cause determination. An inventory check was made by deroyal, a total of 50 m2200-cp-cs2 sensor pads were inspected, and no functional discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Chair sensor pad for chair alarm for fall precautions are noted to fail when the patient stands and the alarm does not go off. Chair sensor pad and connectivity point to the portable chair alarm box appropriately engaged, batteries are ok. Testing with a new chair pad to the chair alarm box works well. Additionally, if chair sensor pad gets wet from incontinence through incontinence pads on the chair (over the chair sensor pad), the chair sensor will also not work.

Manufacturer narrative:
A user facility medwatch report (# (B)(4)) was received reporting the chair sensor pad for chair alarm for fall precautions are noted to fail when the patient stands, and the alarm does not go off. Additionally, if chair sensor pad gets wet from incontinence through incontinence pads on the chair (over the chair sensor pad), the chair sensor will also not work. There was no injury reported. The sample has not been received for evaluation. A supplier corrective action request (scar) was issued to supplier smart caregiver. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.